Manufacturer narrative:
The affected device was analyzed at the manufacturer¿s medical repair center. During functional and endurance testing it was not possible to reproduce the reported malfunction. Additionally, no malfunction of the device¿s alarming functionalities was found. According to the log entries, the device detected the technical failure ¿blower defect¿ on (B)(6) 2017 at 4:50 pm. The root cause of this failure was a detected deviation within the rotation speed of the motor blower. In such a case, the technical alarm "device failure !!!" Would be generated in combination with an acoustical alarm and the ventilation stops. During this time an emergency breathing valve would open allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary.

Event description:
It was reported to biomed that while on a patient the ventilator stopped working. There were no alarms or any indication that it happened. They tried to put it in standby but it kept turning itself off. They turned it off, waited 5 minutes then turned it back on and it started working again. No injury has been reported. The hospital biomed ran the ventilator but was unable to duplicate any functional problem.